Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, during functional checks, the lock lever was connected and removed from the oer-elite reprocessor without any issues. The lock lever was still intact with no cracks or other damage. A root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the likely cause could be the lock lever of the cleaning tube being damaged due to an external force being applied, making it impossible to connect. The cause of the external force being applied to the cleaning tube is thought to be applying force in the wrong direction. However, a definitive root cause could not be determined. The abnormality is detectable by performing the following inspection: 9: preparation and inspection. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. The device history record was unable to be reviewed for this device since the [lot/serial number] was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.